Manufacturer narrative:
Follow-up (B)(6) 2016: customer reported that they resumed pump therapy and bg levels later stabilized the day the event occurred. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and subsequently suffered a seizure and fell. Reportedly, customer also suffered a mild concussion. Emergency responders were called and bg level was 74 (mg/dl). Customer suspended pump therapy and consumed carbohydrates to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.